Event description:
The customer reported via phone call that the insulin pump does not vibrate, it only beeps. The customer stated she was giving a bolus and pushed the button to give a normal bolus and it did not vibrate and the numbers just flashed. Customer stated the vibrate mode was off. The customer was advised to turn the vibrate mode to on. The insulin pump did not vibrate during the self test. Blood glucose value was 160 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to vibrate due to a broken black vibrator motor wire. The insulin pump was received with minor scratches on the display window.